Event description:
Meter name: one touch ii. Strip name: one touch test strips. Meter code: 12. Strip code: 7. Strip storage: stored correctly. Symptoms: headaches. The patient's spouse reported that the patient went to the hospital. The meter allegedly was inaccurately low. The results documented from the patient's meter were 14mg/dl (when the meter was miscoded) and 341mg/dl (when the meter was coded correctly). A result of 297 mg/dl was also documented with the patient's strips at the hospital, but the meter used is unknown. There was no comparision between the patient's meter and any other device. Treatment was unknown. Per ccr, the customer stopped taking insulin and was taking sugar. No further information has been reported.